Event description:
It was reported that the ventricular lead warning triggered for low impedance. It was also reported that the low impedance measurements were unable to be reproduced in either unipolar or bipolar; however, threshold graph according to the ventricular capture management (vcm) was quite variable since the lead warning. It was further reported that when the patient's pocket was opened the ventricular lead came out of the header easily and it was thought that the lead had not been properly screwed into the header at last device changeout. Testing via the analyzer showed impedance at 1000 ohms, consistent low threshold and good sensing. The ventricular lead remains in use. The atrial lead, however during testing, showed oversensing and impedance less than 200 ohms consistently. The physician repositioned the alligator clips and ensured they were on cleanly but impedance readings were still less than 200 ohms with oversensing in the atrium.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.